Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on ventricular egms, resulting in several nonsustained episodes with inhibition of pacing. Intervals are very fast and nonphysiologic, and the suspected cause was diaphragmatic oversensing or a loose set screw.